Event description:
A report was received that the patient felt pain at battery site. The patient underwent a revision procedure wherein the ipg was moved to a new pocket. It was also mentioned that the patient had an excessive tenderness. The patient was doing well postoperatively.